Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor stated that, clips could not enclose the cystic channel entirely. Besides, sometimes clips fell down from the tip of the cartridge. Procedure was completed with same like device. There were no consequences for the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Date sent: 04/16/2012. Information is unavailable; device was not returned for evaluation. Additional information: is possible that the device was fired over a hard object, like another instrument or a clip? No, it was first firing. Did the surgeon apply torque when firing the device? No. May the device be refurbished? No. Is the surgeon willing to speak with us in order to find out the cause of the issue? Yes.